Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia resulting in seizures.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a hypoglycemic event that occurred on (B)(6) 2016. At 11am, the patient experienced low blood glucose (bg) and had a seizure. Patient's mother did not know the patient's bg value at that time. The patient was then given a 1mg glucagon shot and their bg rose to 71mg/dl and was stable. The patient received x-rays and received a cast for a broken foot that resulted from the low event. The patient was prescribed ibuprofen 800mg. There was no alleged device malfunction. At the time of the event, the patient was in stable condition. No additional event or patient information was provided. Data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.